Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the right master tool manipulator (mtm) was drifting. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised that this could be a normal occurrence if the head was not removed to lock control; however, the customer was unsure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the surgeon was unsure of the location of his head at the time of the complaint; however, he said he does these all the time and this particular situation does not normally happen to him.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) contacted the customer and was informed that the system was performing without issue. No site visit was required.